Event description:
It was reported that during the implant attempt of the left ventricular lead, the impedance measured high both through the device and through the analyzer. The lead was repositioned and high impedance was measured again. The lead was thought to have a possible fracture. The lead was removed and a new lead was then used and impedance measurements were with normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.